Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noisy signals on the right ventricular (rv) lead that resulted in delivering inappropriate anti-tachycardia pacing (atp) and an electric shock. It was noted that the impedance measurements jumped up. A lead fracture was suspected. Additionally, it was noted that the ICD recorded a code (B)(4) which is indicative of battery voltage being too low for the projected remaining capacity. Then, the ICD was turned off and no additional adverse patient effects were reported. Subsequently, a revision procedure was performed and the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noisy signals on the right ventricular (rv) lead that resulted in delivering inappropriate anti-tachycardia pacing (atp) and an electric shock. It was noted that the impedance measurements jumped up. A lead fracture was suspected. Additionally, it was noted that the ICD recorded a code 1003 which is indicative of battery voltage being too low for the projected remaining capacity. Then, the ICD was turned off and no additional adverse patient effects were reported. Subsequently, a revision procedure was performed and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Additionally, the associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction. This particular device was not included in the advisory population.